Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. There was no button error alarm and the pump was received with moisture damage at the electronic assembly. The pump was received with a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 196 mg/dl at the time of the incident. Customer stated that the pump was a little wet. Customer stated that she had an alert and she removed the battery. Customer put the battery back in and received a button error. Customer mentioned that the pump got wet today. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.